Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb handswtich was missing the location tab on the slip ring. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb handswitch was missing the location tab on the slip ring. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Degradation due to autoclaving , dropping the device, or an impact force is known to contribute to the reported event. The handswitch is not a repairable device and will not be returned to the user facility.